Event description:
Consumer stated: "I¿ve had the snore guard for about 2 months now and I molded it like it said and it¿s been an amazing difference in my sleep. Half of the bottom blue molded pieces had broken off so now it keeps falling out. I¿m wondering if I can get a replacement."